Event description:
It was reported boston scientific corporation that a flexima biliary stent was used during an esophagogastroduodenoscopy (ebd) positioning procedure in the bile duct. The event and procedure date was not reported. During the procedure, when they tried to deploy the flexima biliary stent, it was found that the guide catheter became broken. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block e1: initial reporter state: (B)(6). Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached, stretched and kinked. Additionally, it was observed that the suture hole was torn and the push catheter was severely kinked. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the push catheter was kinked, the guide catheter was stretched, kinked and detached, the push catheter suture hole was torn. The kinks on the push catheter may be related to user manipulation, some technique applied during procedure and or tortuous anatomy could have contributed on this issue, once the push catheter was kinked the user may have experimented difficulties to pull out the guide catheter and this took the user to apply an extra force or tension to the device that may have ended stretching and kinking the guide catheter, as consequence it ended detaching one part of the guide catheter also it's possible that these conditions caused the tear on the suture hole. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found, the overall investigation conclusion code assigned will be adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported boston scientific corporation that a flexima biliary stent was used during an esophagogastroduodenoscopy (ebd) positioning procedure in the bile duct. The event and procedure date was not reported. During the procedure, when they tried to deploy the flexima biliary stent, it was found that the guide catheter became broken. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.